Manufacturer narrative:
(B)(4). It was reported that the pentaray catheter would not fully relax deflection, though it relaxed partially. They exchanged the catheter to continue the case. Replacement catheter requested. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. A precurve test was performed and catheter was found within specifications. Catheter was not stuck at any stage of the test; a normal behavior was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The device history record (DHR) for the lot number 17407110l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The bwi failure analysis lab received the device for evaluation on 03/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that the pentaray nav eco catheter was stuck in a fully deflected position, but was able to be straightened by withdrawing into the sheath. There was no difficulty removing the catheter. 8.5f mobicath steerable sheath (d140011) was used during procedure. The case continued by changing catheter. This is MDR reportable as it could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.